Manufacturer narrative:
One photo sample was received by our quality team for investigation. Upon visual inspection of the photo, we are unable to confirm how the product disconnected and the time of disconnect during the procedure. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using bd bd® whitacre spinal needle and bd¿ weiss epidural needle tray the catheter adaptor dislodged. There was no report of patient impact. The following information was provided by the initial reporter: nexus catheter adapter came dislodged from catheter resulting in delay in medication adminstration.

Event description:
It was reported while using bd bd® whitacre spinal needle and bd¿ weiss epidural needle tray the catheter adaptor dislodged. There was no report of patient impact. The following information was provided by the initial reporter: nexus catheter adapter came dislodged from catheter resulting in delay in medication adminstration

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.